Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the iliac artery. An opticross 18 catheter was used for ultrasound examination of the target lesion. During the procedure, catheter separation occurred inside the patient. When the shaft rotated, a lump was formed, and it became stuck in the lesion. When attempting to pull out the device from the sheath, it tore. The separated fragment was removed from the patient using a snare. The procedure was completed, and no patient complications reported.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the iliac artery. An opticross 18 catheter was used for ultrasound examination of the target lesion. When the catheter drive shaft rotated, a lump was formed, and the catheter became stuck in the lesion. When attempting to remove the device from the sheath, the catheter tore. The 8f sheath was reinserted and the separated fragment was removed from the patient using a snare. The procedure was completed, and no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed that imaging window assembly was observed twisted. Also, the sheath was detached at the proximal part and kinked.